Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the cassette caused a no disposable pump won't run alarm. No additional information available. No patient injury reported.